Event description:
Customer alleges false positive tni occurred with approximately 6% of tests (approximately 20 tests out of seven boxes from same lot). Emergency department patients, some admitted. Account executive (ae) (B)(6) reported issue and requested technical services representative to contact (B)(4). Emergency department has placed triage meters as inactive since (B)(6) 2011. Triage meters removed from us (B)(6) 2011 but ae got them to put back in use on (B)(6) 2011. Some patients were admitted, some were sent home. EKG results - normal, 1 bundle block. Unknown if invasive procedures were done. No mention if there was any death or injury when technical services spoke with ae and customer.

Manufacturer narrative:
Observations for tni recovery follow: no false positive or high bias in tni recovery was observed with any sample. No error codes or device issues were observed. Based on previous control testing w49569 was observed to function within the manufacturing final release specifications. The customer complaint of false positive or elevated tni value was not observed with the returned patient samples. Tni recovery was verified on the bci access2. No discrepant results were observed, all values were </= 0.05 ng/ml on triage and </= 0.01 ng/ml on the access2. Product support cannot rule out sample specific or environmental factors that may have affected analyte recovery. Product support also cannot rule out sample handling, sample storage, or customer technique as a possible cause of discrepant results. Samples were received refrigerated not frozen. Possible tni degradation may have occurred. Profiler lot w49569 was previously tested. No high bias or false positive results were observed. As of 11/22/2011 there are four complaints on profiler lot w49569. No corrective action required at this time as no product deficiency was established.